Event description:
It was reported via repair work order that there is excessive current leakage from the unit causing line isolation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).